Event description:
Customer reported receiving a reading of 156 mg/dl on their freestyle blood glucose monitor. The reference reading of 89 mg/dl was received on the lab's meter within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer also reported experiencing symptoms of weakness and dizziness and self treated with glipizide and milk shake. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.